Event description:
During cardiac cath, patient underwent a very complex pci of left circumflex and obtuse marginal. A small piece of the trek balloon ruptured and a piece of the balloon was left in the obtuse marginal with a second spent with no adverse consequences during the procedure. FDA safety report ID # (B)(4).